Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the final release, a septal bulge in the patient's left ventricle caused the valve to migrate up to the sinus of valsalva. The implant resulted in severe paravalvular leak (pvl). Another valve was successfully implanted valve in valve at a deeper depth. The patient had mild pvl after the second valve implant. No further treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub- optimal valve position. Potential factors that can influence a valve migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and a number of others. In this case, the migration most likely was due to patient anatomy. However, a conclusive cause of the migration could not be determined from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).